Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: successful treatment of early thrombosis of heartware left ventricular assist device with intraventricular thrombolytics, 2012. Annals of thoracic surgery 2012. 94: 281-283. Http://dx.doi.org/10.1016/j.athoracsur.2011.12.024. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults. One patient's post-operative course was complicated by development of a pump thrombus, after showing symptoms of dyspnea, lethargy, fatigue and signs of hemolysis and cardiogenic shock upon hospital admission. The vad also showed high power alarms upon admission. The thrombus was treated with intraventricular thrombolysis using tissue plasminogen activator. The patient was later successfully bridged to heart transplantation one month after resolution of the pump thrombus. The status/location of the vad is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Of note, it was reported that the patient received tpa treatment after which the thrombus resolved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.